Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07512. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results the cause of the reportable malfunctions are as follows: faulty patient board set causing no image on 180 scopes/faulty dp board causing defective image with 190 scopes. Since the product was a product prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, it is presumed that it occurred due to a failure of the operational amplifier. Worn out lock latch on video connector causing loss of image when wiggle the pigtail five years or more have passed since the device was manufactured, and it is assumed that the lock latch failed due to wear of the lock part caused by repeated use for a long period of time. Damaged power supply casing. It is speculated that it was caused by the user impacting hard objects and imposing a strong impact. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07512. The biomedical engineer at the facility further reported that the event occurred before the procedure with no other devices involved and no patient harm. The procedure was completed using a similar device and with no delay. Additionally, there were no abnormalities observed and that the connections were found to be secured and settings were correct. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The video system unit was returned to the service center for evaluation. The evaluation confirmed the reported video connector was not working as the locking latch on the video connector was worn out, with a loss of image when the video cable is manipulated. Additionally, the patient board set and the dp board were defective; no image to olympus 180 and 190 series endoscopes. The rear panel and power supply casing were damaged. The exact cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly. This MDR was submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the evis exera iii video system's video connector was not working as there were lines on the image. No patient injury or harm was reported.